Event description:
The customer received questionable troponin t stat gen 4. Results for one patient. The result for the first sample from the patient was 0.383 ng/ml. Two hours later, the result from a second sample from the patient was <0.01 ng/ml. These results were reported outside the laboratory. The floor called and questioned which result was correct. The customer repeated the first sample with a result of around 0.4 ng/ml and repeated the second sample with a result of 0.440 ng/ml. The result of 0.440 ng/ml was believed to be correct. The patient was not adversely affected. The troponin t reagent lot number and expiration date were requested, but were not provided. The field service representative could not find a cause. He ran precision testing and noted the customer's qc had been in range.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be identified. It was noted the customer was not following the tube manufacturer's recommendation for centrifugation time which is a possible root cause for this event.